Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7139694 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: na batch/lot number: 33218308 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. An x-ray was taken and showed migration of the lead placement. As a result, the patient subsequently underwent a procedure wherein the scs leads, and clik anchor were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were retained by the medical facility.